Event description:
During the release of the capsule the capsule holder broke and the capsule continued down the small bowel inside the capsule holder. An attempt was made to retrieve the sheath but was unsuccessful due to being in the second portion of duodenum. Limited study due to malfunction of capsule releaser.